Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for generator change out. Insulation damage was observed on both atrial and ventricular leads. The atrial lead was repaired but the ventricular lead was not addressed as no electrical anomalies were apparent. Subsequently, the ventricular lead exhibited noise after pocket was closed. The pocket was reopened, and the lead was capped and replaced. The patient was in good condition post-procedure.